Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results, and to correct the device lot number and update manufacture date. The device was returned to olympus for evaluation. The user¿s complaint was not confirmed. A visual inspection was performed on the received device and found there was some tissue build up. The ptfe pad (teflon pad) was inspected and found to be melted at mid-section and on the tip; however, not peeling back or exposing metal. The teflon pad has small splits on the side, but no missing fragment or suspected to be lost. The device was connected to the test usg-400/esg-400 and passed the probe check.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Olympus followed up with the user facility to obtain additional information regarding the reported the reported event but with no result. This type of teflon pad is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic laparoscopic nephrectomy procedure, the teflon pad from the grasping section of the device peeled back at the tip exposing metal. There was no bleeding reported. The intended procedure was completed with a similar device. There was no patient injury reported.